Event description:
It was reported that the doctor didn't know the cause of the patient's depression. No further relevant information has been received to date.

Event description:
The patient reported that she was not feeling well and felt like her battery was running out. She was having an exacerbation of depression. She said that her depression was worse than pre-vns levels but she said that it was possible that there were other factors outside of vns battery depletion (like the covid pandemic) that could be contributing to her depression. No further relevant information has been received to date.